Event description:
A report was received that the patient's ipg site was oozing. The physician redressed the wound and prescribed the patient oral antibiotics. The patient had a mild infection that cleared up with the antibiotics.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.